Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited loss of capture. The device was retrieved, and a blood clot was observed. It was suspected that tissue adhered to the helix contributed to weakening fixation during positioning attempts. The device was not used, and the implant was aborted. The patient was stable.